Event description:
Customer reported device =hi. Customer went to the hosp. Hosp device =237 mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.